Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as red and itchy. There was no alleged device malfunction contributing to the irritation. The patient was prescribed systral hydrocort 0.5% crème. Additionally the doctor advised to keep the skin dry when sweating. Follow up indicated condition improved.